Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead had lead safety switch (lss) triggered to unipolar three months ago, and was reprogrammed to bipolar last month. Recently, lss occurred again. Further, isometrics were performed and there was noise on bipolar and low out-of-range (oor) pacing impedance measurement of less than 200 ohms. Boston scientific technical services (ts) discussed potential rv lead issue and stated option to leave pacemaker programmed to unipolar. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.